Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: pressure sensor assembly defective. Correction: pressure sensor assembly replaced.

Event description:
The following was reported to hamilton medical ag: summary:technical event: 233003 and self-test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: pressure sensor assembly defective. Correction: pressure sensor assembly replaced. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: technical event: 233003 and self-test failed.